Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported the customer observed air bubbles within the cartridge tubing. The customer performed the fill tubing sequence, successfully removing the air bubbles. Blood glucose level was 291mg/dl.